Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as a product was received.

Event description:
Pt received a le-fort 1/bsso orthognathic procedure and was implanted with plate and screws implanted on (B)(6) 2011. Pt returned to surgeon for follow up visit in (B)(6) on an unk date with clinical exam showing a non-union of the maxilla. Pt returned to the operating room on (B)(6) 2012, all the hardware being removed. Surgeon vising the pt to another le-fort 1/bsso with bone graft, bmp, and a non-synthes dental splint. This is 14 of 35 reports for this event.